Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported that the unit does not work, and when trying to turn the equipment off, the unit does not respond and gets blocked. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:20jan2021. B4:21jan2021. Per the third party biomedical engineer, the power management (pm) board was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.